Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that they received a new system on (B)(6) 2020. No further complications were reported.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient received a new system on (B)(6) 2020 and said that it isn't working, no therapeutic benefit since implant. Patient reports he was only feeling stimulation at penis, groin and down from of left leg. Patient said that due to covid pandemic he wasn't able to be seen until mid-february. Caller said that the manufacturer representative adjusted the intensity to 2.8 volts. Patient said that2 to 3 weeks ago, he saw the urologist) and manufacturer representative and was told that the wiring is no good based on the information patient provided about where patient feels stimulation and was told that the voltage was too high. Patient said he was told that he needs to have a revision. Patient said he is scheduled to follow up with the healthcare provider (hcp) in three weeks. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va0wn0e product type lead aware date was updated due to additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28; implanted: on (B)(6) 2020; product type: lead; b3: date of event, is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.